Event description:
It was reported that (1) 512hn device was used during a laparoscopic assisted vaginal hysterectomy procedure. It was reported by the rep that the trocar sleeve broke when removing the pouch; the bag broke and exposed the inflamed appendix to the abdomen. After looking for the appendix for 10 mins, they removed the specimen without a pouch. Extended o.r. Time by 2 mins. It is unknown how the case was completed.